Event description:
On 2022-jan-20, information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states sometime ago he tried to increase the stimulation with his controller and the message ¿settings not available¿ came up. No contributing factors were known. The rep had the patient switch groups over the phone and with the new group he was not seeing the message. Patient is going to try the new group for a few days and if he is not getting the same relief with his stimulator, he will call us to set up an appt to meet to evaluate his system. At this time there is no appt set up to evaluate. The issue was resolved. No symptoms were reported. On 2022-01-26, additional information was received from the manufacturer representative (rep). Met with patient today to reprogram due to his controller saying ¿settings unavailable.¿impedance says to not use electrode 0, as it was greater than 40,000. One of his programs was utilizing this electrode. Rep was able to change his program to fix the problem and still maintain pain coverage. Patient has not had any falls that would have led to this. Issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.